Event description:
It has been reported to philips that the allura xper fd20 system x-rays stopped after awhile. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in vascular procedure when the issue occurred, and it was delayed for 20 minutes. The procedure was completed by cold restart of the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-rays were stopped after a while. Review of the system log file showed that host pc os hard disk had error. As a part of troubleshooting process, fse checked the system and found that during examination, the system stopped acquisition of the exposure run and host pc was faulty. To resolve the issue, fse replaced the host pc os disk, loaded with software and backups/database. After replacement of the host pc os disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.